Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother called in to report a no delivery alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 600 mg/dl. The customer stated the infusion set cannula was bent. The customer was advised to change their infusion set and treat per their doctor's instructions. The infusion set was replaced, but nothing was returned.